Manufacturer narrative:
A slalom percutaneous transluminal angioplasty (pta) balloon catheter (.018 hp 40 6x4) ruptured during its initial inflation due to severe calcification. There was no reported patient injury. The lesion was the shunt anastomosis. This was a shunt percutaneous transluminal angioplasty (pta) case. The device was removed intact (in one piece) from the patient. The slalom pta balloon was replaced with a new balloon catheter and the procedure was completed. The device was not returned for analysis. A product history record (phr) review of lot 17739899 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Vessel characteristics of severe calcification may have contributed to the reported event, however without the return of the device for analysis it is not possible to draw a clinical conclusion between the device and the event. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case. Arteriovenous shunts are often scarred and fibrous in nature and are therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a slalom pta balloon catheter (.018 hp 40 6x4) ruptured during its initial inflation due to severe calcification. There was no reported patient injury. The slalom pta balloon was replaced with a new balloon catheter and the procedure was completed. The lesion was the shunt anastomosis. This was a shunt percutaneous transluminal angioplasty (pta) case. The device was removed intact (in one piece) from the patient. The device will not be returned for analysis due to the patient¿s infectious disease.